Event description:
Patient had c4-5, c5-6 diskectomies and fusion with allograft and plate. Patient was seen in follow-up six days later with incisional redness underlying the tissue adhesive. Adhesive removed with no drainage noted. Antibiotic ordered (dicloxacillin). Seen in follow-up approximately two weeks after procedure with improvement.